Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was investigated. As received, the monitor was able to power. Review of the patient's downloaded software flag data confirmed that the monitor was experiencing multiple abnormal shutdowns in the field on (B)(6) 2016. Upon investigation, corrosion was found inside the monitor on the j502 component and the table board. The cause of the reported failure was isolated to the corrosion. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The distributor indicated that while being used by a patient, the monitor abnormally shutdown and would not power on.